Manufacturer narrative:
The customer was given the part number and pricing for replacement etco2 module, a flowmeter, calibration regulator, calibration tube assy, and a calibration gas cylinder and was informed that there is a global ship hold. The device remains at the customer site. If new information arises, this file will be re-opened and updated with all relevant changes.

Event description:
It was reported to philips that the device has co2 module issue. There was no reported patient involvement/adverse patient impact.